Event description:
It was reported that the patient had a fractured implant which resulted in it being removed. Infection at the site was noted and patient was experiencing fatigue. Tooth #19.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided. Lot number not provided. Additional 510(k) number is k101880. Manufacturing date is unknown.

Manufacturer narrative:
An imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per the reported device was located on tooth #19 and was used for approximately 8 years. X-ray images were provided by the customer, see attachment in complaint. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: precautions breakage warning review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: contraindications warnings changes in performance adverse effects DHR review: DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvtwb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture : implant . Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and is non-verifiable for infection however, did occur and the reported event was confirmed.

Event description:
There is no update to the previously provided complaint description.

Manufacturer narrative:
Supplemental medwatch provided as customer provided additional information to complaint description to provide an update on patient's condition post explantation of the implant.

Event description:
Upon follow up with the customer for additional information, the customer clarified that they removed the implant and infection. Patient returned 2 weeks post implant removal and was infection free.